Manufacturer narrative:
Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer states there are holes in his heating pad and it is getting very hot. No injuries were reported with this incident.